Manufacturer narrative:
Additional information was added to (expiration date). The actual sample was evaluated. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage under water and pressure testing which revealed a leak between the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking right under the chamber where it meets the tubing. This issue was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.